Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient first went to emergency on (B)(6) 2026 and was subsequently hospitalized due to infusion set bent cannula issue, which led to high blood glucose level (1000+ mg/dl). Th e patient was later transferred to intensive care unit and was treated with intravenous fluids of saline and insulin and was released from hospital on (B)(6) 2026. The site of insertion was on abdomen, and the infusion set was in use for less than a day. The patient tested positive for ketones. The patient replaced infusion set and resumed insulin deliveries successfully.